Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headaches"), myalgia ("muscle and joint pain"), arthralgia ("muscle and joint pain") and fatigue ("very strong fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, headache, myalgia, arthralgia and fatigue was resolving. The reporter provided no causality assessment for arthralgia, back pain, fatigue, headache and myalgia with essure. The reporter commented: the patient had almost no more symptom 6 weeks after removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-may-2018 for the following meddra pt (excluding this case): back pain: 521 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.